Manufacturer narrative:
The reported multifix s peek device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: incorrect alignment during pound in. Improper alignment during pound in can result in damage to the device or device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke into the patient's shoulder. No further information is available.